Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and saw that the power supply board j5,5v and 24v were normal while 48v was abnormal. They disconnected the turbine drive board and the 48v returns to normal and the hardware fault is eliminated. After restarting the unit everything is normal but the same failure will occur again later. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault, low battery alarm occurs. Sometime the dc status led blinks. Then h/w fault will occurs, then power supply overheat alarm, and the heat sink on power supply board will be very hot. The reporter confirmed that there is no patient involvement associated on this event.